Event description:
It was reported that 42 days after coronary drug eluting implantation, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left circumflex artery (lcx). A pre-intervention stenosis percentage was not reported. A 2.75x24 mm taxus drug eluting stent was deployed in the mid lcx in the region of the lesion. The stent was post-dilated with a 2.75x20 mm over the wire maverick balloon. A post-intervention residual stenosis was not reported. The pt received heparin during the procedure. The pt presented 42 days after the initial procedure with a 75% in-stent restenosis in the mid lcx. The vessel was predilated with a 2.50x15 mm and a 3.0x15 mm cover the wire maverick balloon. Subsequently, a 3.0x18 mm cypher stent was deployed in the mid lcx. A post-intervention residual stenosis of 0% was reported. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch #8147260 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filed.